Event description:
It was reported that during the device change out, when the lead was reconnected, the device report showed the superior vena cava (svc) coil as "none" without any impedance values indicating an open circuit connection. The svc coil df1 pin was reseated and checked several times. Upon inspection the physician noted an insulation compromise. It was also reported that there may be a lead fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Detailed analysis of the device was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.